Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to the electronic assembly. Unable to verify pump error 40 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.